Event description:
It was reported while using bd vacutainer® sst blood collection tubes that seven (7) tubes had poor separation of the serum from the red blood cells. One (1) of the seven (7) tubes was reported to have a fibrin clot in the serum. There was no health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k230855. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 31-may-2024. H.6. Investigation summary: bd received one hundred (100) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation (pbs) was observed. Additionally, thirty (30) customer samples along with thirty (30) retention samples from bd inventory were visually examined and no issues were observed. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of pbs. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst blood collection tubes that seven (7) tubes had poor separation of the serum from the red blood cells. One (1) of the seven (7) tubes was reported to have a fibrin clot in the serum. There was no health impact or consequence reported.